Event description:
The caregiver for this homecare pt reported the tubing on the pump administration set separated resulting in the feeding solution being pumped onto the floor. The pt's blood sugar was checked and found to be 7 mg/dl. The report states "concern on repeat occurrence by caregiver". The physycian was contacted and instructed that feeding and insulin should be held temporarily, and to plan to restart feeding and insulin that evening. The reporter saw the pt several hours after the event. He stated the insulin and feedings had been restarted and the pt was doing intervention resulting from the event. One pt involved.